Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that there was an alert on the right ventricular (rv) lead for high superior vena cava (svc) coil impedance and an alert on the rv lead for high pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.